Event description:
A patient reported being hospitalized twice while using a one-touch profile meter. Pt has had diabetes mellitus for six years. In 2001, while doing back to back testing, pt obtained successive blood glucose readings of 260mg/dl, 190mg/dl, 325mg/dl and 400mg/dl on ot meter. Pt called lifescan to report the erratic readings and mentioned the hospitalizations during the phone call. Pt reported that hospitalizations were due to diabetic ketoacidosis. Patient could not remember any further details about either hospital stay. Pt did not experience any adverse events the day of the event. No allegations of harm have been made.